Manufacturer narrative:
D10 concomitant product: unknown ta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, an open linear stapler and a thoracic-abdominal stapler did not fire. The white flag interlock/knife blade cover of the open linear stapler was not engaged. The black pusher thumb piece could not be moved at all. For the thoracic-abdominal stapler, the device was fully and completely squeezed, but the device did not fire. Another open linear stapler and a thoracic-abdominal stapler were used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, an open linear stapler did not fire. The white flag interlock/knife blade cover of the open linear stapler was not engaged. The black pusher thumb piece could not be moved at all. There was no patient injury.